Event description:
The patient was implanted with a left ventricular assist device. It was reported tha the patient clotted the pump and had a stroke. The patient had heparin induced thrombocytopenia (hit) an was given bivalirudin. No alarms were reported for the event. No further information was provided.

Manufacturer narrative:
A correlation between the lvad and the suspect thrombus and stroke could not be conclusively determined as the lvad was not explanted and was not returned; however, thrombus and stroke are listed in the heartmate ii instructions for use as adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information was provided by the vad coordinator clarifying that the patient expired on (B)(6), 2013.

Manufacturer narrative:
The pump was not explanted and will not be returned. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is complete.